Event description:
It was reported through an adverse event form that a vns pt experienced abscess/swelling in the area of the vns lead. The event was said to be continuous and moderate in severity that was possibly related to implantation, but not to stimulation. The event was not present prior to implantation. Cultures were taken of the abscess and (B)(6) was found. The device was explanted, which resulted in the improvement of the pt (B)(6) 2008. Good faith attempts to obtain additional info are underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.